Event description:
Complainant alleged that while atempting to defibrillate a pt the device displayed either a "defib fault 73" or "defib fault 78" message and failed to charge the selected energy. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that the pt subsequently expired.